Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor and buzzer assembly were replaced to address the issue. In addition of the above evaluation, technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked.